Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: allergic reaction requiring medications. Device issue: no device malfunction has been reported. It was reported that the two promus stents were implanted in an unspecified vessel. Approximately one week post procedure, the patient experienced itching, and on the following day developed hives covering the body. The patient received a cortisone and benadryl injection and continues to receive cortisone and benadryl with some relief. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - in this case, there was no reported product deficiency. Allergic reaction is a known adverse event as listed in the promus instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The second promus stent (part # 1009539-12b, lot # 8121941), indicated is being filed under the same MFR #.